Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's health care professional reported via phone call that customer was hospitalized and dispatch to emergency medical services due to hyperglycemia an on (B)(6) 2021. The customer¿s blood glucose level was 850 mg/dl at time of incident and 400 mg /dl and the current blood glucose was 117 mg/dl. The customer was treated with insulin drip. The customer stated that there was no symptoms related to high blood glucose. Customer stated that the auto mode feature was not active at time of high blood glucose event. The device will not be returned for analysis.